Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug (no time - no time to ask n/a at no time - no time to ask n/a) via an implantable pump for unknown indications for use. It was reported that they were trying to aspirate from the catheter due to a change in drug concentration and the patient "might have a seroma above the pump." The company representative (rep) stated that they were "pulling out fluid but it's off color" and was asking if they were in the pump. The agent reviewed that cerebrospinal fluid (csf) and drug were typically clear but could not confirm whether or not the healthcare provider (hcp) was in the catheter access port (cap). The rep had to disconnect the call and stated that he would call back. The issue was not resolved through troubleshooting. Additional information was received a company representative (rep) stated that the patient had been bolused 0.15 ml of the 20 mg/ml morphine. Additional information was received a healthcare provider (hcp) via a company representative (rep) stated that the patient was initially filled with 20 mg/ml of infumorph and could not tolerate minimum programmable dose. The healthcare provider switched the patient from 20 mg/ml to 10 mg/ml concentration. First, he removed the 20 mg/ml out of the reservoir and then did twice 10 ml rinses with preservative free saline. He then aspirated the catheter and through, he was getting drug csf back. He withdrew 2 ml. He then performed a 150 ml bolus and removed it after 10 minutes. As we were preparing for the second bolus, he realized we had removed 2 ml of fluid from seroma. The patient received 3 mg of infumorph from the .150 bolus given. He then reassessed the catheter access port and aspirate again then got clear fluid back. Due to the event, the hcp contacted an ambulance to come and transport the patient into a hospital for observation even thou the patient did not show a sign of overdose. He then completed second. 150 ml bolus to get all of the 20 mg/ml infumorph out of the internal tubing and lastly, he programmed a prime bolus to get the 10 mg/ml to the tip of the catheter and kept the patient set to minimum rate. There was a seroma over the pump and the cap. Outcome: the issue was not resolved. The patient medical history is diabetes, pacemaker, defibrillator, and scs system. The patient weight was unknown. The patient status was alive and no injury.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the seroma was unknown. The rep stated that the patient was not able to tolerate the minimum programmable dose of 20 mg/ml concentration as the patient was opioid naïve. Actions/interventions taken included the provider draining the seroma. 20 mg/ml of infumorph was removed and the patient was filled with 10 mg/ml. It was unknown if the seroma resolved, but the rep stated that the lowest programmable dose was resolved. It was unknown if the patient was dispatched from the hospital and the rep stated that they would follow-up with the provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a healthcare provider (hcp) via company representative (rep) stated that the patient was at a refill and the physician was changing the concentration from 20 to 10 mg/ml of morphine. The company representative (rep) stated that they aspirated the old drug and put the new drug in after two rinses. The rep then went to aspirate the catheter and it turned out to be seroma fluid and not the actual catheter fluid. The rep also stated that a bolus dose of 0.150 mg was used to put half of the internal tubing to the tip. The rep was concerned about overdose. The technical service (ts) sent the emergency procedure guide to the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized for 24 hours for observation and then the patient went home and was currently doing fine.